Event description:
This is a case report received by baxter (B)(4) from the customer. The customer reported that an aquarius machine was involved in a balance alarm incident. At the time of the problem it was reported that the machine had constant balance alarms. The patient was put on the machine and therapy started between 05.30am and 05.45am. Initially it was reported to be alarm free and removing appropriate amounts of fluid. However, balance alarms started, and total fluid loss became negative (displayed fluid loss total went as high as -750ml). The customer recalled "resetting totals" at least once, and the displayed fluid loss total at time of call was -450ml. The programmed fluid loss rate was set to 150ml/h, with total fluid loss set at 800ml using 1 bag on each replacement and filtrate scale (set to do cvvh with pre-dilution 1500ml and post dilution 1500ml with blood pump speed 350ml/min). The customer had already checked for clamps and changed both replacement and filtrate bags once to try to rectify problem. The customer was aware that the balance alarms affected fluid balance and understood that the displayed "fluid loss total" indicated that the patient had received fluid. However, the customer felt that the patient was stable and was not fluid overloaded. She also felt that the replacement and filtrate bags had the appropriate amount of fluid in them for the programmed exchange / fluid loss rate and did not reflect the possible amount that the machine was indicating had been given to the patient. During the pager call the customer was asked to check the entire circuit for clamps, kinks and occlusions, of which there were none. The customer had also been asked to check that the machine was lined properly and pre-dilution and filtrate lines were in the appropriate position for cvvh, which it was. The customer also reported that she had earlier noticed the scale hanger to be wet but she could not find any leaks in the circuit. The customer was instructed to wash the patient's back and discontinue treatment with this machine. An engineer visited the unit to check calibration of the scales. The patient did not suffer any consequences. The customer was going to put the same patient back on the repaired machine.

Manufacturer narrative:
(B)(4). Our supplier informs us that according to the given complaint information, the machine detected the balance issues correctly which initially occurred after 15-30 minutes. As negative fluid loss values were observed, it is likely that there was a clot or blockage within the filtrate section of the system. In consideration of the programmed treatment parameters a closed clamp at the filtrate tubing or a complete occlusion or something similar would have lead to a balance alarm within the 1-2 minutes of treatment time. Corresponding to the reported balance alarms after a certain time frame, it could be assumed that the net-filtration rate at the hemofilter was not reached. The most possible cause is a clogging of the membrane of the hemofilter or the generation of a secondary membrane of the filter. This assumption is encouraged by the shortened intervals of alarms during the ongoing treatment, thus it can be concluded that with the increase of the treatment time the filter function was more and more reduced. The machine detected the issue and put the system into the safety mode. The user reacted correctly and discontinued the treatment as the root cause of the event could not be eliminated. A review of the device history records have shown no indicators related to the event.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device was not returned for evaluation. Should additional information be received, a follow-up medwatch will be submitted.